Event description:
A microsensor was implanted in the pt. The sensor was reading minus numbers (-11 to -22). The child's shunt was changed and the readings were still negative values. The icp monitor was explanted and a new icp monitor was implanted and readings were at 7mhg.